Event description:
Stryker wire pass drill bit #5830-103-010, lot# 21273017 broke in half during use. All pieces are accounted for and collected to be turned into the proper authorities. Stryker wire pass drill bit broke in half during use. Large piece was found while the smaller 1-2mm piece was not. Floor was searched as was the surgical drape. Surgeon informed of x-ray needed at end of case.